Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: successful recanalization of a vbx stent graft collapse with endovascular treatment using a bare nitinol self-expandable stent; case report source: abstracts of the 89th annual scientific meeting of the japanese circulation society (jcs2025), crde05-5(2025.03). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publishment was reviewed by gore: title: successful recanalization of a vbx stent graft collapse with endovascular treatment using a bare nitinol self-expandable stent; case report source: abstracts of the 89th annual scientific meeting of the japanese circulation society (jcs2025), crde05-5 (2025.03). On unknown date, a patient underwent an endovascular treatment for left intermittent claudication using a 8 mm x 39 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). The vbx device was implanted in the calcified left common iliac artery, which initially resolved the patient's symptom. On unknown date, but about three weeks later, the symptom recurred. Subsequent angiography revealed total occlusion of the vbx device, and rotational fluoroscopy indicated stent graft deformation. After thrombus aspiration and additional balloon dilation, a 10 mm x 60 mm self-expandable stent (s.m.a.r.t. Control stent) was implanted within the collapsed vbx device. Concluding angiography and intravascular ultrasound demonstrated optimal blood flow and stent expansion. On unknown date, follow-up ultrasound at one year showed excellent patency with no stent fractures.